Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Caller reported patient lost their equipment and received their replacement wireless recharger. Caller reported they were unable to connect to the wireless recharger. Caller reported the patient had not charged their implant for 1 year. Physician recharge mode was reviewed with the caller. Additional information was received from the patient on (B)(6) 2024. In an effort to resolve their inability to connect to the wireless recharger, the patient stated they had reached the end of their battery life and surgery was scheduled for (B)(6) 2024 to replace the battery. The issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.